Event description:
It was reported that during the procedure in the moderately calcified, 99% stenosed, mid right coronary artery (rca), predilatation was performed and the xience v stent system was advanced. The device could not advance beyond an unspecified stent that had been implanted in a previous procedure and became caught on the stent. An attempt was made to withdraw the stent system, slight resistance was felt, and the stent dislodged at the location of the previously implanted stent. An unsuccessful attempt was made to snare the stent. A non-abbott stent was deployed to compress the stent to the vessel. Two additional non-abbott drug eluting stents were successfully deployed at the lesion. There was no adverse patient sequela. Though requested, additional information has not been provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pronare, runthrough;guiding catheter: profit al1. (B)(4) - improper or incorrect procedure or method, against resistance the inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, crossing previously implanted stents and accessory device support. Reportedly, the xience v stent delivery system (sds) had difficulty crossing a previously implanted stent, which likely contributed to the reported failure to advance. It is likely that during the attempt to cross the previously implanted stent, the two stents interacted such that resistance was noted and the sds was difficult to remove and ultimately the stent dislodged. An attempt to snare the dislodged stent was unsuccessful. In this case, the stent implant was left in the body and another unspecified drug eluting stent was successfully deployed at the lesion. It should be noted that the xience v instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Additionally, the xience v instructions for use states not to advance or retract the catheter if resistance/anomaly is met during manipulation. Continuing to advance or retract the catheter may result in damage to the vessels, separation of the catheter, tip damage and/or stent dislodgement. The reported failure to advance, difficult to remove, stent dislodgement, foreign body in patient, and additional therapy/non-surgical treatment appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot.